Event description:
On (B)(6) 2008 - the pt underwent a breast reconstruction procedure in which mentor resterilization gel volume sizers were used to determine proper implant size. The sizers were placed and removed within the same procedure (cat# rsz-6004 and rsz-5004, lot # unk). The sterilization method used by the customer for these sizers is unk at this time. Mentor memorygel breast implants were implanted on (B)(6) 2008 (cat# 350-6004bc, sn (B)(4) and cat # 350-5504bc, sn (B)(4)). Subsequently, the pt experienced sickness, weight loss and infection (mycobacterium fortuitum). On (B)(6) 2008, the pt's left breast implant was removed due to infection. The right implant remained implanted. On (B)(6) 2009, the pt had a mentor contour tissue expander implanted in the left breast (cat# 354-6214, sn (B)(4)). On (B)(6) 2009, the pt experienced another left breast infection. On (B)(6) 2009, the left tissue expander was removed. The right implant remains implanted. Per the doctor's office, the pt's infections are not device related.